Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock due to atrial fibrillation. The right ventricular (rv) lead shock impedance measured 67 ohms when the first shock was delivered. The second shock delivered the impedance measurement was greater than 145 ohms. The device did declare a code 1005, which indicates an open circuit was detected during shock delivery. This patient is programmed in the triad configuration. Technical services discussed possible causes and provided programming options. This crt-d and rv lead remains in service. No adverse patient effects were reported.